Event description:
It was reported the patient¿s trial leads migrated. It was noted the patient would get stimulation between their ankle and knee in addition to the intended stimulation in the feet. It was reported the patient had a burning sensation in their toes.

Manufacturer narrative:
(B)(4)